Manufacturer narrative:
Per -4069 final report additional information, including the angulation of which the screw was inserted, post op x-rays, operative notes, details of the instruments used for screw hole preperation, whether the cup was fully impacted prior to insertion of the screw, how many screws were implanted in total, whether the surgeon was satisfied with the cup fixation and a photograph of the broken screw was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The screw was discarded of and thus could not be examined. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports relating to devices from this batch. No further investigation can be conducted with the available information and the root cause could not be determined. However, this is the only report that corin has received for this failure and thus is considered as an isolated event. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery the trinity screw stripped as it was being implanted, this meant it could not be implanted any further into the bone and thus an alternative screw was located and implanted with no issues. The affected screw discarded of and there was no impact to the patient. Surgery was extended by approximately 20 minutes.

Manufacturer narrative:
(B)(4). Additional information, including the angulation of which the screw was inserted, post op x-rays, operative notes, details of the instruments used for screw hole preparation, whether the cup was fully impacted prior to insertion of the screw, how many screws were implanted in total, whether the surgeon was satisfied with the cup fixation and a photograph of the broken screw has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery part of the trinity screw stripped off as it was being implanted. The piece of the screw which stripped off, and device itself were discarded of and there was no impact to the patient. Surgery was extended by approxiamately 20 minutes.